Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no video signal. The issue was found during installation. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3; h2; h6 and h11. The device was not returned to olympus for inspection. However, technical assistance center (tac) provided remote troubleshooting. The customer reported that a samsung tv connected to cv-190 / 7486742 was showing no video signal. Tac confirmed the primary olympus monitor functioned normally and verified that the cv-190¿s digital visual interface (dvi) output produced a proper image when tested directly with an olympus oev-321uh monitor. The customer had been using a third-party dvi-to-hdmi converter and high definition multimedia interface (hdmi) cable. Based on testing, tac determined the issue was due to the external converter, hdmi cable, or tv¿not the cv-190 unit. No further tac support was required. Troubleshooting was able to resolve the reported allegation. The reported malfunction was not confirmed by olympus. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.